Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the pump into a power source using charging supplies known to work, but they did not have a power source available at the time and planned to call back when able to troubleshoot further. No further assistance was needed at that time.